Manufacturer narrative:
The actual device was tested by the service provider on 01/28/2019. The flow rate accuracy was within the +/- 5% specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/17/2019 and reported that pump 613973 had only infused half of the medication during an infusion on (B)(6) 2019. The medication involved was tysabri. She stated that there was no adverse effect on the patient. She declined to state the patient's name but provided some details. The device operator was unknown.